Event description:
It was reported that the customer was not getting a no delivery alarm when the cannula was bending. Unable to conduct the high pressure test as there was no tubing clamp available. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.